Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were long standing episodes of noise and high ventricular rate and the noise episodes were reproducible during testing. X-ray was performed and revealed no damage to the right ventricular lead. However, the patient experienced a presyncopal and syncopal episode. A replacement procedure for the non-abbott device is anticipated and the abbott right ventricular lead will be evaluated during the procedure. Further information was requested but was not yet available. The patient was stable.

Event description:
Additional information was received indicating that the non-abbott device was explanted and replaced to resolve the event. The abbott lead remained active and implanted in the patient. The patient was stable.